Event description:
During an anterior cruciate ligament repair utilizing the fast-fix 360 curved it was reported that the device deployed poorly. A back up device was available to complete the case and there were no reported patient injuries or complications. Both anchors deployed behind the meniscus and into the capsule. Upon tightening the suture down, one implant pulled out and was discarded. The other anchor remains unsupported in the patient.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved needle delivery system was returned for evaluation. No suture or ts were returned. Visual assessment of the device shows the actuator in the post t2 position confirming a complete deployment. Dimensional assessment of the needle confirmed it meets print specification. Without the return of the suture construct we are unable to determine a root cause for the reported incident. Further investigation is not warranted at this time. (B)(4).